Event description:
Respiratory therapist was using yankauer to oral suction pt while retaping pt's endotracheal tube. Pt bit down on yankauer -not that hard of a bite- and yankauer broke, leaving a sharp piece of plastic in pt's mouth. Respiratory therapist then used forceps to retrieve piece from pt's mouth and switched to old model yankauer. Pt was not cut or harmed.